Manufacturer narrative:
Date of report: 30 october 2007.

Event description:
According to the reporter: after 40 minutes into the surgery, the jaws of the instrument broke. The procedure was completed and no pt injury was reported. Procedure: cholecystectomy.